Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ luer slip tip syringe with attached needle 27 g the needle was clogged. This 1 of 2 related reports. There was no report of patient impact. The following information was provided by the initial reporter: I am a value analyst for (B)(6). We have end users who are seeing safety issues with item 309623, 1cc 27ga syringe with needles, lot 2131736. The issues range from plugged needles to bent needles sticking out of the safety cap/packaging posing a risk for needle sticks. They have around 100 each of the affected item.

Manufacturer narrative:
Thirty-nine samples and four photos were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Each sample expelled the solution with normal flow, clogged needle was not confirmed. Upon examination of the returned photo, it was observed that syringe has double needle. Based on the investigation with the photo sample analysis the symptom reported is confirmed. This defect could occur if there was a jam occurred at the cannulator and not detected in the next processes. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. Furthermore, a device history record review was completed for provided lot number 2131736. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.